Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter began to reverse blood and leak from the hub after a month of use. The device was removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood reflux was inconclusive because the clinical conditions in which the event was alleged to have occurred could not be reproduced in the bd field assurance laboratory. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the valve was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush and aspirate was comparable to that required for a similar non-complainant device. The catheter was charged with water and held vertically. No leakage was observed emanating from the valve. No deficiencies were discovered during evaluation of the returned sample; however, the valve crack pressure could not be measured and the clinical conditions during device use could not be replicated. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter began to reverse blood and leak from the hub after a month of use. The device was removed from the patient.